Manufacturer narrative:
Information was received indicating that the customer reset the power management board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an auxiliary alarm supply failure (error code 1115) occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The error code was confirmed in the event log. The remote service engineer (rse) advised the customer to replace the power management (pm) printed circuit board assembly (pcba) and provided the customer with its part number to order and replace.